Event description:
It is reported that the pt is experiencing trochanter bursitis and a hip flexor strain on her right hip.

Manufacturer narrative:
Other devices used: continuum trabecular metal shell with cluster holes, cat #00875705201, lot #62027482; continuum longevity liner, cat # 00875101036, lot #61386803; biolox delta femoral head, cat #00877503602, lot #2640931. Manufactured by zimmer (B)(4). Eval summary: the item reported remains implanted. X-rays, surgical notes or information regarding how the implant is positioned or installed were not provided for review. Cause cannot be definitively determined. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc considers the investigation closed.